Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer went to the emergency room for high blood glucose levels. It was reported that the customer had extremely high potassium, and because of dialysis went to the emergency room. It was reported that the customer had to have surgery on arm because of the dialysis. The customer declined to speak with the help line to troubleshoot.